Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During the second case of three on (B)(6) 2018 after all of the cuts had been made, it was noticed by the surgeon that the posterior chamfer cut was off, causing the implant to fit incorrectly and leaving the medial side so tight in flexion that we could not even fit in a 9 poly. Unfortunately, due to the fact that this site was using a augmented partial knee array tray, we did not have a planar probe available to evaluate the cuts. The registration of both the femur and tibia had passed before we made the cuts and the checkpoints cleared before making both series of cuts with angled and straight saw blades. After the surgeon noticed the cut was off we went to page through all of the cuts but at this time the femur checkpoint would not clear. We resolved the issue by adding more varus to the tibial component, resulting in the patient being left in 6 degrees of varus after trialing. This surgeon is fairly new to the mako and was dissatisfied to say the least. Tka case delayed 30-40 minutes. (B)(4).

Manufacturer narrative:
Reported event: an event regarding a inaccurate resection involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 077 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate posterior chamfer cuts. There was one other reported event (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Device not returned.

Event description:
During the second case of three on (B)(6) 2018 after all of the cuts had been made, it was noticed by the surgeon that the posterior chamfer cut was off, causing the implant to fit incorrectly and leaving the medial side so tight in flexion that we could not even fit in a 9 poly. Unfortunately, due to the fact that this site was using a augmented partial knee array tray, we did not have a planar probe available to evaluate the cuts. The registration of both the femur and tibia had passed before we made the cuts and the checkpoints cleared before making both series of cuts with angled and straight saw blades. After the surgeon noticed the cut was off we went to page through all of the cuts but at this time the femur checkpoint would not clear. We resolved the issue by adding more varus to the tibial component, resulting in the patient being left in 6 degrees of varus after trialing. This surgeon is fairly new to the mako and was dissatisfied to say the least. Tka case delayed 30-40 minutes. (B)(4).